Event description:
The reporter contacted animas on (B)(6) 2013 alleging that the pump was malfunctioning and that the pump was not delivering insulin properly. No troubleshooting was performed at the time of the call. There was no reported adverse event associated with the complaint. This report is made based on the allegation of the pump delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).